Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision as the device was not able to fully inflate the right cylinder, which is suspected to be related to a dilation issue. No patient complications were reported.